Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet touchscreen stopped functioning after falling into a river while at work. The device did not respond even after charging. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.